Event description:
It was reported that the patient had the inflatable penile prosthesis removed in (B)(6) 2018 due to unspecified reasons. A new spectra penile prosthesis was implanted at a later date on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was removed due to infection. The patient was doing fine.